Manufacturer narrative:
In the previous report, the date was (B)(6) 2018 but should have been (B)(6) 2018. Additional information was received 2018-jul-24. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacture representative (rep) regarding an implantable neuro stimulator (ins). It was reported the ins was draining quickly. No complications were reported or anticipated. Additional information was received from the hcp via the rep stating the cause of the ins draining quickly was not determined. Impedances were good and the lead was tested and was good too. Both extensions and the battery were replaced. The issue was resolved and the patient was alive without injury at the time of the report.

Manufacturer narrative:
No event date information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the ins was draining quickly. No complications were reported or anticipated.

Manufacturer narrative:
Product analysis #235488823:analysis information -- 2018-11-06 13:03:47 cst pli# 10 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Continuation of d11: product ID 3708640 lot# serial# nkn057941v implanted: (B)(6) 2013explanted: (B)(6) 2018 product type extension product ID 3708640 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2018 product type extension product ID 3708640 lot# serial# nkn057105v implanted: (B)(6) 2013 explanted: (B)(6) 2018 product type extension implantable neurostimulator serial # (B)(4) : fdm 4118, fdr 3233, fdc 11 no longer apply. Fdm 10, fdr 825, fdr 213, fdc 67 now apply. Extension serial # (B)(4) fdm 10, fdr 806, fdr 180, fdc 11 now apply. Extension serial # (B)(4) fdm 10, fdr 806, fdr 213, fdc 67 now apply. H3: analysis of the implantable neurostimulator (serial # nkm746875h) revealed no significant anomaly. The battery was found to be at end of life. H3: analysis of the extension (serial # nkn057941v) found a short between circuits under dry conditions. H3: analysis of the extension serial # (B)(4) found no significant anomalies. The outer insulation was cut. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code updated based on event review. If information is provided in the future, a supplemental report will be issued.